Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used to support the device in crossing the lesion; however, the edge of the stent came into contact with the entry point of the non-bsc guide extension catheter and became lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was removed from the patient's body with the stent still mounted on the balloon.